Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. System related product: model enveor-us/ lot 0007802617. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, as the delivery catheter system (dcs) was being withdrawn through the deployed valve, the dcs appeared to get caught on the valve and move the valve proximally. The valve dislodged into the ascending aorta between the saphenous vein graft and innominate artery where it was left implanted. An attempt was made to withdraw the dcs from the patient but during removal from the subclavian artery, the dcs was unable to be removed over the guidewire. The entire system and the guidewire were removed from the patient as one unit. A second transcatheter bioprosthetic valve was loaded onto a new dcs and successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.